Manufacturer narrative:
The system was manufactured on august 31, 2012 and not august 31, 2016 as reported in previous report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power supply. However, how or when the power supply became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the system shut down on its own and would not turn back on after a procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The power supply was replaced to resolve the issue. The power supply was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 31, 2012. Based on qa assessment, the product met specifications at the time of release. A visual inspection of the power supply did not reveal any non-conformity. The power supply was installed onto a calibrated laureate system. The system was turned on and allowed to boot. The system could not boot. No additional test could be performed. The root cause of the reported events can be attributed to a non-conforming power supply the manufacturer internal reference number is: (B)(4).